Event description:
It was reported that pump experienced malfunction after repeatedly falling to ground, although infusion set remained attached to body. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.